Manufacturer narrative:
A partial lead was returned in three segments for analysis. The portions of the lead that were returned were otherwise normal.

Manufacturer narrative:
Initial reporter: unknown. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient expired due cardiopulmonary arrest with unknown etiology. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.